Event description:
A customer contacted baxter's global technical service center and stated that it felt like they still had fluid with the homechoice(hc) device during the end of therapy. The homepatient (hp) was new to therapy and it was their third night on cycler. The hp had disconnected. The total ultrafiltration (tuf) was -186ml. The hp had been getting about 800ml ultrafiltration (uf). The hp also stated this happened while in training. The technical service representative (tsr) advised the hp to call the nurse (rn) to set the last manual drain (lmd) option. The hp had no manual bags. The hp would restart therapy with a new set up. The tsr would call back in 30 minutes to review the initial drain volume (idv) and ensure that the hp gets 1500ml fill and end therapy. The idv was 2415ml and the hp filled to 1500ml. The initial drain volume of 2415ml, meets increased intra-peritoneal volume (iipv) criteria.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.